Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist was not able to bring gas flow to zero using manual knob. The perfusionist heard a clicking noise the system makes when the knob was turned. However, the clicking noise continued for longer than usual and the gas flow displayed ".2" with the manual gas knob turned all the way clockwise. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the problem reported. The fsr was able to shut off the gas flow and attain a zero flow reading. The fsr downloaded the data logs and performed a preventative maintenance on the unit. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.